Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
Material no. 363080 batch no. 9095658 it was reported that during use of the bd vacutainer® 9nc 0.129m plus blood collection tubes the top came off spilling blood all over the patient, requiring a redraw. The following information was provided by the initial reporter: "drawing blue top (pediatric 1.8ml tube used) for anti xa. Per policy, started to fill a spare tube first (reg size blue top), and then filled tube to be sent. The first tube came right off. Then when removing the tube to be sent to the lab from the transfer device, the whole top came off spilling blood all over the patient, requiring a redraw. 60 year old female"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 363080, batch no. 9095658. It was reported that during use of the bd vacutainer® 9nc 0.129m plus blood collection tubes the top came off spilling blood all over the patient, requiring a redraw. The following information was provided by the initial reporter: "drawing blue top (pediatric 1.8ml tube used) for anti xa. Per policy, started to fill a spare tube first (reg size blue top), and then filled tube to be sent. The first tube came right off. Then when removing the tube to be sent to the lab from the transfer device, the whole top came off spilling blood all over the patient, requiring a redraw. (B)(6) female".